Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad could not be reviewed as the lot number was not provided. If the lot number is provided, a DHR review will be performed. Csi has attempted to obtain additional information about the event and the device used from the facility on multiple occassions; however, the information could not be obtained after multiple voicemails were left. If additional information is received, a supplemental report will be submitted. Csi ID: (B)(4).

Event description:
The diamondback peripheral orbital atherectomy device (oad) could not be retracted into the sheath during use via pedal access for a lesion in the superficial femoral artery. The lesion was calcified. A vasodilator was administered, and the oad driveshaft was cut and removed at the same time as the sheath. The patient was well following the procedure.